Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the infusion set was changed prior to troubleshooting with tandem's technical support. There was no reported impact to blood glucose.